Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial (B)(6), batch: a000109659.

Event description:
It was reported that the patient had ineffective stimulation. Diagnostic report found that one lead is fully impeded. It cannot be determined which lead contributed to the event. Surgical intervention may be taken at a later date to address the issue.